Manufacturer narrative:
H3 and h6 codes: updated. The suspect pump was returned for evaluation. Review of the event history log (ehl) revealed a system fault (41622). No service activity was recorded within the past 12 months. A visual inspection showed no anomalies. Functional testing identified slow delivery, confirmed by fluctuations in the accuracy test and error entries in the event log. The motor was replaced, with the probable cause determined to be the system fault. The device passed all functional testing after repair.

Event description:
It was reported that the delivery was too slow during testing and that 2ml of fluid was delayed. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.